Event description:
Customer reported via phone call to have low blood glucose of 41 mg/dl, which was treated with food. Customer's blood glucose elevated to 314 mg/dl at noon. Customer resolved issue by changing infusion set and site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.